Event description:
Customer reported the system made an arcing sound, then would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, regreased high voltage connectors, and replaced the tube temperature sensor. System operates as intended. This MDR is related to ge healthcare complaint.